Event description:
It was reported by the surgeon that the outer label on the packaging was showing the incorrect size of stem component.

Manufacturer narrative:
The implant has not been returned for evaluation, therefore a visual inspection has not been possible. A review of the manufacturing history confirms that the device was manufactured to specification, however, there was an error to the label, most likely caused due to human error. The remainder of the batch were under siw control and confirmed to also have the incorrect label. This has now been rectified. Requests are being made for additional information and a supplemental report will be provided if this information is received.